Manufacturer narrative:
The recipient's device was reportedly removed at the recipient's request. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests performed. The device passed the electrical and mechanical tests performed. The residual gas analysis result revealed a nitrogen level above the limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not related to the return reason. This device was explanted for medical reasons.

Event description:
The recipient reportedly experienced infection and associated pain. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. This is the final report.